Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. D8, h4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes includes damage of parts due to deterioration, deformation some kind of physical stress without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the adhesive peeled off from the bending rubber section of the cysto-nephro videoscope. The issue occurred during preparation for use. There were no reports of patient involvement.